Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -6.00/2.0/117 (sphere/cylinder/axis), implantable collamer lens tore during injection/delivery into the patient's right eye (od) on (B)(6) 2021. There was patient contact (lens touched the eye) with no patient injury. On (B)(6) 2021, a same size, similar (sphere/cylinder/axis) lens was implanted. This resolved the problem. Cause of the event is reported as user error.